Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has unexplained no delivery alerts. The customer¿s blood glucose level was unknown. The customer reported that the buttons were needing to pushed harder to get it to register and pump motor was sluggish and has to work harder. The insulin pump will not be returned for analysis.